Event description:
As reported, the balloon of (2) 6/7f mynxgrip vascular closure device (vcd) ruptured. There was no injury to the patient and manual pressure was used after the second device ruptured. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The devices will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of (2) 6f/7f mynxgrip vascular closure devices (vcds) ruptured. There was no injury to the patient and manual pressure was used after the second device ruptured. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The devices will not be returned for evaluation. The reported events of ¿balloon-balloon loss of pressure¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the issues experienced could not be determined. Based on the limited information available for review, access site vessel characteristics (although not reported) and/or concomitant device factors possibly contributed to the balloon ruptures reported since a calcified vessel and/or other procedural devices (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon, especially since the event occurred twice in the same patient. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failures could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.